Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right atrial lead exhibited undersensing and increased capture threshold. Lead dislodgment was suspected. A chest x-ray was performed on (B)(6) 2019 which confirmed lead dislodgement. On (B)(6) 2019, the patient presented for a lead revision. During the procedure, lead repositioning difficulty was observed. The lead was explanted and replaced. The patient was stable throughout.